Manufacturer narrative:
B5 additional information received: pump touch screen print was distorted (enlarged) and customer was unable to read or interact with the screen. H6 corrected device code to a0902.

Event description:
It was reported that the pump touch screen was missing pixels and customer was unable to read or interact with the screen. There was no adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.